Event description:
The customer reported that they received questionable results for three patient samples tested for calcium and hdl-cholesterol plus (hdl). Of the three samples, one was determined to have an erroneous result for calcium that was reported outside of the laboratory. The sample initially resulted as 19.2 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different p module and resulted as approximately 10 mg/dl. The customer was asked, but did not know the exact repeat value. The repeat result was believed to be correct. The patient was not adversely affected. The calcium r1 reagent lot number was 68124401 with an expiration date of 06/30/2014. The calcium r2 reagent lot number was 68534201 with an expiration date of 09/30/2014. The field service representative could not determine a cause for the issue. He suspected that the reagent was possibly faulty. He replaced the calcium reagent due to the reagent being on the low end of the number of tests remaining. The customer performed a precision study using pooled material and results were within specifications. The customer ran a calibration and quality controls. All results were within specification.

Manufacturer narrative:
A specific root cause could not be determined. The provided kinetics data show that secondary absorbance is high and variable which could indicate an issue with pre-analytic handling of the samples. Further indication of a pre-analytic handling issue can be attributed to the fact that the customer also complained of an erroneous hdl result. The internal quality controls gave no indication of a reagent problem and the field service representative could not find anything wrong with the instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.